Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: a3dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013, product ID: 5086mri52, implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient had a syncopal episode without known cause soon after implant of right ventricular (rv) lead. The patient¿s device was checked but there was no anomalies measured. During the same day, it was noted there was several ventricular pacing failures and polarity switch from bipolar to unipolar pacing. The sensing values also increased. The next day, the device was checked again and ventricular pacing polarity was returned to bipolar. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.